Event description:
It was reported that the balloon migrated, and patient complications occurred. A 33mm 100cm equalizer balloon was selected for an organ procurement. The device was positioned at the level of the supra-diaphragmatic abdominal aorta. The device migrated to the level of the thoracic aorta, then to the left ventricle. Consequently, the procedure was stopped. It was reported that loss of liver and kidney grafts occurred.

Manufacturer narrative:
D4: lot number, expiration date updated. D9: device avail for evaluation?, returned to manufacturer date updated. H4: device manufacture date updated. Good faith effort attempts were made to retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon migrated, and patient complications occurred. A 33mm 100cm equalizer balloon was selected for an organ procurement. The device was positioned at the level of the supra-diaphragmatic abdominal aorta. The device migrated to the level of the thoracic aorta, then to the left ventricle. Consequently, the procedure was stopped. It was reported that loss of liver and kidney grafts occurred.

Manufacturer narrative:
H6: patient codes (1): updated from ischemia to embolism/embolus. Device evaluated by MFR: the device was returned for analysis, however no damages were observed in the equalizer. Good faith effort attempts were made to retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon migrated, and patient complications occurred. A 33mm 100cm equalizer balloon was selected for an organ procurement. The device was positioned at the level of the supra-diaphragmatic abdominal aorta. The device migrated to the level of the thoracic aorta, then to the left ventricle. Consequently, the procedure was stopped. It was reported that loss of liver and kidney grafts occurred.

Manufacturer narrative:
Good faith effort attempts were made to retrieve additional details regarding the reported event and the device status, but further information was unable to be obtained. The lot number was not provided to boston scientific (bsc). We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) # and other specific product information.